Manufacturer narrative:
The reported event of general damage was visually confirmed. As received the anchor had a breakage at the distal end. No checklist was initiated per 56-0258 as the complaint can be confirmed through visual inspection. The cause of fracture is consistent with the anchor being subjected to overstress while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer reference number 1627487-2020-02794 & 1627487-2020-02795. It was reported that the patient's anchor broke, resulting in the lead migrating. As a result, surgical intervention was taken to replace the devices.